Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient attempted to exchange the system controller while in clinic, with the assistance of the vad coordinators. When the patient was placed onto the back-up system controller, the pump did not restart when power and the driveline were connected. The vad coordinator attempted to manually start the pump by pushing the buttons on the system controller and by using the system monitor, however, the pump would not restart. The patient was placed back on the primary system controller. The patient was asymptomatic at the time of the event.

Manufacturer narrative:
The returned system controller was unable to start a test system during analysis while in its primary mode. The system controller did not recognize the connection of the driveline. The system controller was able to start and operate the test system when switched into its backup mode. Analysis of the main printed circuit board (pcb) revealed multiple damaged components associated with the primary mode driver circuitry. The information contained in the log file retrieved from the returned system controller indicated that it had been in use for greater than 145 days before being powered down. When the system controller was later powered on again and connected to a driveline, the system controller was unable to operate the system at the set speed. The log file information indicates that pump power was greater than 40 watts when the driveline was connected. Although unable the be confirmed, the high power level captured at this point in time may have been what caused the observed damage to the components of the primary mode driver circuitry. The log file information indicates that the system controller was then powered down and was unresponsive when powered on again. According the manufacturer¿s device tracking information, the returned system controller was in use with another patient prior to this event. According the instructions for use, the system controller is a one-time-use device and should not be shared between patients. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year and 9 months calculated from the date the device was issued to the patient. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.